Event description:
It was reported that perforation occurred during an afib ablation procedure which resulted in cardiac tamponade. This reportedly caused patient death. The customer stated that a second catheter, which was reported to be a 8mm navistar ablation catheter with j-curve type, was used during the procedure.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."